Event description:
It was reported that during patient treatment, the anesthesia system was not working properly and the fio2 dropped rapidly. There was also a drop in the patient's saturation level. The user switched to the built-in emergency ventilation which resolved the issue. Final patient outcome was no injury. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our initial evaluation of the device logs shows that the reported drop in fio2 was related to parameter settings at the time of the event. The log shows that the fresh gas flow was set to 1 l/minute and the oxygen concentration to 40 %. The delivered minute volume to the patient was approximately 5 l/minute at the time. Fio2 is dependent on a combination of set fresh gas flow and set oxygen concentration, however it is also relative to the minute volume delivered to the patient. The settings at the time of the event leads to a high degree of re-breathing. With these settings applied and in relation to the size of the patient and delivered minute volume, rebreathed gas will over time contain less oxygen since the patient is consuming the oxygen as part of his/hers metabolism. No fault with the system has been found.